Event description:
Same case as 2134265-2010-01569. It was further reported that during the index procedure, there were two taxus express stents implanted not one as previously stated. The lesion location, stent sizes and batch numbers remain unknown. It was further reported that the patient experienced stenosis in the proximal and mid right coronary arteries (rca) in (B) (6) 2008. The proximal rca was 75% stenosed and the mid rca was 90% stenosed. The lesions were treated with balloon angioplasty. Residual stenosis was 25% in each lesion. The patient presented again in (B) (6) 2009. The patient had 90% restenosis in the proximal rca of the intervention performed in (B) (6) 2008. The lesion was treated with a taxus stent. Residual stenosis was 0%. The site reported that the patient did not have any angina pectoris at the follow up visit in (B) (6) 2009

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that index procedure treated the de novo lesion was located in mid rca with a reference vessel diameter of 2.50 mm, length of 40.0 mm, and visually 99% stenosed. The lesion was treated with pre-dilatation and deployment of two 2.50 x 24 mm taxus express2 stents without gap. Post-dilatation was not performed. Residual stenosis became visually 0%. Timi-3 flow kept through the procedure. A non-target lesion located in distal rca was treated with deployment of a non bsc stent. The patient was discharged without complications 5 days later on bayaspirin and panaldine. In (B)(6) 2009, the patient presented with ischemic symptoms of extertional chest discomfort. A 2.5x10mm lesion of the proximal rca was treated and the patient was discharged 2 days later.

Event description:
It was reported that following a coronary artery stenting procedure the patient experienced a tightness in their chest. No information is available regarding the index procedure. An unknown taxus express2 stent was implanted. The patient was discharged 5 days later on aspirin and panaldine. Forty two days after the index procedure the patient had a feeling of chest tightness. Treatment for this event was that the patient stayed in the hospital or it extended the hospital stay. The patient was discharged 3 days later and the condition improved. Coronary angiography was performed with no stenosis was confirmed. In the opinion of the physician the relationship of the chest tightness to the taxus stent is not related.